Manufacturer narrative:
A previous medwatch ((B)(4)) has been submitted for the product under medwatch facility ((B)(4)) (B)(6) ( (B)(4)) owns design control over the product involved in the event. It was notified of the event on (B)(6) 2020 and hence the present medwatch ((B)(4)) is being submitted. Concomitant medical products: liner neutral 40 mm i.d. Size kk for use with 56 mm o.d. Size kk shell; item#00875101240; lot#61874968. Shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners; item#00875705601; lot#61903786. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 15 extended offset; item#00771101520; lot#61712783. Bone screw self-tapping 6.5 mm dia. 30 mm length; item#00625006530; lot#61911788. The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is cmp-(B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to unknown reasons.

Manufacturer narrative:
Investigation results were made available. Event description: patient¿s legal counsel reported that a 60-year-old male patient underwent a total hip arthroplasty on (B)(6) 2011. Patient was revised five months later, on (B)(6) 2012 due to pain and impingement. Head and liner were removed and replaced. Review of received data: due diligence: no further due diligence required as claim states that no further information is available. Surgical report: the surgical reports have been reviewed, however no conspicuous findings relevant to the reported event have been identified. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. Review of the device history records identified no deviations or anomalies during manufacturing. No ncr with a potential correlation to the reported event was found. Conclusion: patient¿s legal counsel reported that a patient was revised five months after implantation due to pain and impingement. Head and liner were removed and replaced. Medical records were provided and reviewed. Review of primary operative notes confirms that the patient underwent primary left hip arthroplasty on (B)(6) 2011. No complications noted during the procedure. The patient's body mass index is 44.6. Patient is considered obese. Review of revision operative notes confirms that the patient underwent revision left arthroplasty on (B)(6) 2012 due to pain. Operative notes confirm that the patient was revised due to pain and impingement (loosening questioned but ruled out). Lateral approach. Stem and shell well-fixed and left in place, shell secured with 2 additional screws. Socket was very deep in the acetabulum and felt that there was a tendency for the neck to impinge on the rim. Hip impingement may be caused for several factors however based on the available information and the investigation, the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.